Manufacturer narrative:
Concomitant medical prodcuts: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6)2014, product type: catheter.

Event description:
The patient had an infection of the pocket site per the hcp with redness and swelling at pocket site. The patient also experienced pain at the device pocket. A culture of the device pocket was obtained, and the type of organism was not specified. The pump and catheter were explanted (B)(4) 2014 and discarded. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver lioresal. No patient outcome was reported. Additional follow-up is being conducted to obtain information. If additional information is received a follow-up report will be sent.